Event description:
The advocate stated the customer received blood glucose readings of 130, 110 and 80 mg/dl from his contour meter and a reading of 295 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate declined to troubleshoot and just insisted the meter be replaced. No product will be returned. A replacement meter was sent to the customer.